Event description:
The customer reported that an 840 ventilator had a blank screen. The malfunction did not occur during pt use. The customer reportedly replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The covidien customer support engineer (cse) to update the software. Covidien was not authorized to service the device.

Manufacturer narrative:
Covidien ref number #: (B)(4).